Event description:
Ous MDR - on (B)(6) 2014 the patient received a series of shocks and after that the pacing and shock impedances were high. Inappropriate shocks occurred due to artifacts and noise on the rv channel. The physician removed both this lead and the newer ICD because the battery level was depleted after several shocks and many capacitor charges.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis demonstrated signs of wear along the lead body. In particular at some 20 cm distal to the is-1 connector pin, the insulation was found rubbed through. The conductor cable to the ring electrode was found fractured in this area. This insulation damage can be considered to be the root for the noise on the rv-channel. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.